Event description:
Boston scientific crm received information that this left ventricular (lv) lead had fractured. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned, it was severed 47 cm from the terminal pin. Visual inspection revealed that all 3 wires were fractured at 46 cm from the terminal pin. There was no obvious sign of suture sleeve footprints observed on the insulation. The proximal segment of the lead exhibited bent insulation at 46 cm from the terminal pin on the side the fracture had occurred.